Event description:
Clinic notes were received and reviewed. It was reported that the patient was unsure if vns was beneficial. It was noted that vns was causing the patient to have more seizures. It was stated by the patient they think when magnet stimulation is activated, they have less seizures. Patient had a battery replacement occur. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe of event or problem - correction - it was inadvertently not added that no explanted product has been received to date. H4. Device manufacture date - correction - manufacturing date was inadvertently not added. The manufacturing date was 1/23/2012.

Event description:
No explanted product has been received to date. The device was indicated to have been returned but has not been received for analysis to date. No additional relevant information has been received to date.